Event description:
Reported via clinical study. It was reported that there was a device related thrombus. A concomitant pulmonary vein isolation (pvi) and left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was reported to have a device related thrombus present on the closure device. There were no other complications that were reported to have occurred, and no treatment or intervention was performed as a result of this event.

Event description:
Reported via clinical study. It was reported that there was a device related thrombus. A concomitant pulmonary vein isolation (pvi) and left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was reported to have a device related thrombus present on the closure device. There were no other complications that were reported to have occurred, and no treatment or intervention was performed as a result of this event. It was further clarified with the physicians at the site that this event was not thrombosis and not device-related, rather the finding was attributed to slow flow/spontaneous echo contrast within the laa. The site is therefore revoking this event. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.

Manufacturer narrative:
B5: information added. H6 patient code updated from thrombosis/thrombus to no clinical signs symptoms or conditions.